Event description:
Prior to an implant attempt of the subject device, the physician indicated that a silicone like material was attached under ventricular port. It was indicated that the physician checked the material, and it came off.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.